Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 7 months post implant of this 31mm bioprosthetic mitral valve, the patient presented with "wide open" insufficiency. During a diagnostic cardiac catherization procedure, it was identified that there was an acute mitral valve leaflet rupture. The patient was supported with a ventricular assist device until a non-medtronic transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported.